Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump to charge. A usb port change was performed and the pump successfully charged. Customer's blood glucose level ranged between 117-118 mg/dl.